Event description:
Received a letter from an attorney alleging the end user was operating his scooter in his apartment when the scooter accelerated forward causing the end user to run into a wall. The end user sustained soft tissue injuries to his neck and shoulder.

Manufacturer narrative:
Due to pending litigation, a device eval cannot be completed at this time. Cannot draw any conclusions at this time. A f/u report will be submitted if the device is made available to pride for eval.